Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care provider (hcp) called boston scientific technical services and indicated they were working with a physician that was having difficulties interrogating a device. The hcp hung up before any additional information was able to be gathered. There was no patient or device information provided.